Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat posterior support, cystocele repair and an obturator sling was implanted. Concomitantly the patient underwent an umbilical hernia repair. It was reported that due to recurrent prolapsed, patient underwent anterior/posterior graft, vaginal vault suspension, excision of sling with mesh left in place and repair of enterocele by dr (B)(6) at (B)(6) on (B)(6) 2010. There is no documentation that any device was implanted during the surgery. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05690 and 2210968-2012-05696 the same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedures on (B)(6) 2005, (B)(6) 2008 and (B)(6) 2010 and an obturator sling was implanted into the patient. It was unknown which date the sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient undergone additional surgeries and revisionary procedures. No additional information is provided at this time.